Event description:
During the procedure an attempt was made to inflate the balloon, but it was impossible to increase the pressure. Inflation at its maximum of 6 atm was hard to maintain. When the balloon was removed, a hole was observed. The patient experienced a coronary air embolism; however, there were no patient effects.